Event description:
It was reported that the customer's insulin pump was not uploading. The customer's blood glucose level was 363 mg/dl. He received several unexpected restart alarms and external ram crc error alarms. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to voltage leak on the interface board. The insulin pump down loaded properly to the carelink software noted. The insulin pump has minor scratched display window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.